Event description:
It was reported that the patient was not feeling very good and they thought the implantable neurostimulator (ins) was moving around and causing pain in the right leg. The pain they felt was not the same pain as when they turned up the stimulation too high. It was currently a dull aching pain and around the ins site. It felt bruised, very tender to the touch, warm to the touch, and sometimes hot to the touch. Since implant the patient was able to move the ins about 1 inch both up and down in the pocket. The patient had also had leg cramps and since implant had vaginal pain. The patient had a shooting pain that still continued today along with the cramping of the leg and toe. Yesterday the patient woke up and felt that the ins was horizontal instead of vertical in the ins pocket and it was very painful. It also felt like the patient had been hit with a bat on the right side of their body and felt very bruised. The pain in the right leg was not a shocking pain but a dull achy pain, and felt sometimes like a charley horse cramp in the leg. The patient had a shocking or jolting sensation. The patient tried to use the programmer and saw the replace the batteries in the programmer screen. The patient did not have any batteries and would go and get some and decrease stimulation to a strong but comfortable setting. The patient never received the therapy guide. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fep1, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).